Manufacturer narrative:
Due to character limitation in e1, full initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that cardiosave intra-aortic balloon pump (iabp) had gas leak alarm. No patient injury or harm reported.

Manufacturer narrative:
Updated fields- b4, e1, g3, g6, h2, h3, h6 (type of investigation, investigation findings , investigation conclusions). A getinge field service engineer (fse) arrived onsite, was unable to reproduce the reported error. Ran system with test catheter and trainer without any reported issues. Alarms in the log files indicated multiple (6) gas loss in iab circuit on date of the reported incident (on 3/15). No other faults or system errors reported in log files. Performed all functional tests and calibration. Returned to customer.

Event description:
N/a.